Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. When was the mesh exposure first noted by a physician? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and the mesh was implanted. Jagginess was noted at intercourse and a small area of tape exposure identified. Uneventful excision of 1cm exposed mesh was done in left vagina and skin closed over on (B)(6) 2018. Additional information has been requested.